Manufacturer narrative:
Patient city: (B)(6). Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that patient faced infusion set leak from quick release site. The set was in use for one day. No further information available.